Event description:
A trilogy evo was returned to a third-party service center for preventive maintenance. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation an alarm indicating a soft power failure was observed in the device's downloaded event log. The device's system board was replaced to address the issue. Additionally, not related to the reportable issue, an alarm indicating a write to calibration data table issue was observed. The system board replacement would also address this issue. The device's blower assembly, machine flow sensor, inline proximal filter and low flow o2 tubing were replaced due to contamination. The device's air inlet foam filter, muffler assembly and particulate filter were replaced preventatively. The device was tested and passed all testing.